Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported by the customer that their device would intermittently power on when pressing the "on" button. The customer also advised that the device did power off on its own while monitoring a patient; however, no further details regarding the patient event were provided. There were no reports of any adverse effects caused to the patent from result of the reported failure.